Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a coronary intervention to treat a perforation in the mid left anterior descending coronary (lad) artery. The 2.8x16 mm graftmaster stent was implanted at the lad and sealed the perforation. During removal of the graftmaster stent delivery system (sds), a little resistance was met during removal through the guide catheter. The shaft of the sds broke inside the guide catheter. A balloon dilatation catheter was inserted to trap the separated segment. The guide catheter, balloon, and separated segment were removed together. There were no adverse patient sequala and no clinically significant delay in the procedure. There was no additional information provided.